Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 04:20:56 on (B)(6) 2024. At 05:09:37, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. The device properly detected vf. CPR/motion artifact prevented the lifevest from treating the patient. At 05:11:12, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vf with CPR/motion artifact. Per review of the holter data, post shock rhythm was CPR/motion artifact. The electrode belt was disconnected at 05:15:28 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.